Event description:
The customer reported the ventilator alarmed and shut down while it was operating on backup battery power. The customer reported there was no patient harm. The customer reported that the battery would only operate for a short period of time after ac power was removed. Review of the ventilator's diagnostic log verified the device was operating on backup battery power and the backup battery functioned until it depleted as a result of use, at which time the ventilator will shut down and alarm as specified due to loss of power. The service technician replaced the power supply and the back battery to complete the service. Extended self testing (est) and applicable final testing was completed and tests passed to operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresectable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.